Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during a lower anterior bowel resection procedure the surgeon fired the first firing the device would not fire, a second device was used and it would not fire. The surgeon also used a circular device and the device fired fine, and the donuts were complete. A leak test was performed and the anastomosis leaked. The patient was a cancer patient. It is unknown what caused the leak. The procedure was performed so low in the abdomen that there was not enough bowel to create another anastomosis. A colostomy was performed. The patient was stable after the procedure. The device was discarded.